Manufacturer narrative:
One cadd-prizm® vip ambulatory infusion pump was returned for analysis in good condition. The reported issue of a cracked ail port cover was confirmed. It was also reported during investigation that there was error code 10037 and an rtc low battery voltage. Further investigation of the pump determined that an intermittent motor is the cause of the issue. The motor, air detector cover and rtc battery will be replaced in order to resolve the issue.

Event description:
It was reported that the device gave an alarm with displayed message of "error 10037". No known adverse effects to patient.